Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2020-00132; 520-12-000, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Anatomic to reverse for general shoulder pain male unk.